Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the guidewire crossed the lesion, and the ivus catheter was advanced with good deliverability and image quality. A non-boston scientific stent was then deployed. Confirmation imaging showed good stent dilation and no problems with blood flow. During readvancement of the opticross for post stent evaluation, resistance was encountered just before the stent. The opticross was carefully advanced but became stuck inside the stent. When the imaging catheter was pulled back, it was released from the stent and removed without issue. Upon inspection, slight fraying was noted at the tip. The procedure was completed using an alternative method, and no patient complications were reported. It was found that the wire placed in the side branch and the wire from the main vessel had crossed over the stent, which may have caused the opticross tip to get caught in the stent.